Event description:
Customer's meter allegedly reading error 1. They did not report any symptoms. There was no evidence of an adverse event, based on the info provided. The customer service rep tried troubleshooting and kept getting error 1. No product was replaced.